Event description:
It was reported that: occasional pain on the top of the right hip - sharp pain. Trochanteric region. No further patient outcome.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in europe: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical products associated products: medical product: g7 bonemaster ltd acet shl 56f, catalog no.: 010000705, lot no.: 3818257. Medical product: g7 hi-wall e1 liner 36mm f, catalog no.: 010000936, lot no.: 3819969. Medical product: tprlc 133 fp type1 bm so 10.0 t1, catalog no.: 51-110100, lot no.: 3581766. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The product will not be returned to zimmer biomet for investigation, as it remains implanted. X-rays or medical notes have not been provided. The investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified additional similar complaints for the reported item number and one additional complaint for the reported item and lot combination. This device is used for treatment. The implants used have been confirmed to be compatible. The part and lot combination was not associated with any recalls at the time the search was conducted. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event cannot be determined with the information provided no corrective action required at this time as the root cause of the reported event has not been determined.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty on (B)(6) 2016. Subsequently, it was reported on (B)(6) 2021, that the patient was experiencing occasional pain on the top of the right hip and sharp pain in trochanteric region. Medication provided.